Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 53. Harm reported, with no reported allegation of a device malfunction. The customer reported, blood glucose (bg) value of 400 mg/dl. The customer reported, hyperglycemia. Hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake. Customer reported, the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, mmt-399a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported, receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Customer reported, low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a, no product return is required for mmt-7040a, no product return is required for mmt-399a, frn-mmt-332-rsvr, ozp-mmt-7040a- snsr, unomed inf set.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Verified 3 consecutive pump error 53 alarms (file number 25996 line number 24578) in the pump history download on (B)(6) 2024 04:16:33.000 due to exception on main mcu as per global logic analysis (B)(4). Unit successfully downloaded to thump and carelink. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. The unit also was received with: battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), stained keypad overlay, and pillowing keypad overlay. In summary, unit showed critical pump error (open book image) which was triggered by exception on main mcu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.